Manufacturer narrative:
A ge service rep performed an on site investigation. A fuse was replaced in the power distribution printer circuit board. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to fluoroscopy. No report of pt injury.